Event description:
It was reported that during a j pouch procedure, the device fired fine. A few days later, the patient was very sick and had an abdominal abscess. This is all the information initially provided. An attempt was made to obtain additional information and the only information that would be shared with us, is that the patient is doing fine. The device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.